Manufacturer narrative:
Analysis did not confirm the premature battery depletion. Based on device settings, a longevity calculation was performed and found to be within expected limits. The device was tested on the bench and no anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that at previous clinic follow up in (B)(6) 2016, device showed 1.25 years to eri. At last clinic follow up in (B)(6) 2017, device was at eri. At explant on (B)(6) 2017, battery voltage had gone back out of eri range. Intermittent telemetry was noted, and a faster than expected voltage drop to eri was suspected. The patient was stable during and after the procedure.